Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of t-wave oversensing were noted on the device. The issue will be resolved during the patients next scheduled follow-up. The patient was in stable condition.